Manufacturer narrative:
Co examined the device. During initial tests, intermittent signal artifact was observed on leads I and ii when the ECG cable was physically manipulated at the cable connector. Testing continued and the artifact was not observed again. Although not confirmed, the most likely cause of this replaced with a new device and will not be returned to the customer for use.

Event description:
Emt's attended to a pt in cardiac arrest. The pt's heart rhythm was analyzed the pt was countershocked 3 timers with an external defibrillator. Pacing therapy was then initiated and electrical and mechanical capture was reportedly attained. The pt regressed into ventricular fibrillation and 5 more counter shocks were applied. The pt was not converted. Pacing therapy was again attempted and reportedly could not be attained due to pacing leads off alarms. Resuscitation therapy was continued however the pt expired.